Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. A test battery was inserted and the device powered up properly. No unexpected failed battery test alarm or battery type alarms noted after battery insertion. No motor error alarm noted. The motor was tested outside of the device and passed. Device had minor scratched display window, scratched case, broken battery tube threads, scratched reservoir tube window, a partially broken reservoir tube lip and a missing end cap sticker. However. The test p-cap and reservoir does lock in place in the reservoir compartment. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 and insulin pump received motor error. The customer¿s blood glucose level was 655 mg/dl. The customer was treated with intravenous. The customer reported that they received a no delivery and motor error alarm. It was reported that they had damage on the reservoir compartment the reservoir was able to lock in place, but if bumping into the pump, it will unlock and it was loose when inserted into pump. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.